Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The pt claimed that the pump is frozen on the verify screen. The pt denied damage to the keypad and reported there was no visible moisture under the display or in battery compartment. There was no adverse event associated with this complaint.